Event description:
A malfunction on the pump was reported by the customer. Blood glucose levels exceeded 500 mg/dl, but the specific value was not known, only displaying as "high." To address the high levels, the customer administered a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Customer technical support provided information to reset the pump and assisted the customer with this process, also informing them about software updates and other mitigations.